Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the reason for call was patient reported when they lay down at night and plug the 'stimulator' in to recharge, they have a kind of vibration/electric shock going all the way down their leg on their left side. Patient asked if this was common. Agent reviewed information. Patient said they didn't know how to make adjustments to stimulation. Agent walked patient through how to change the intensity on their controller. Patient was on group a with program 1 at 4.4, and they turned up to 4.6, but when they tapped on program 1, the intensity went down to 1. Agent confirmed pt thought this was changing on its own because when they exited intensity setting, they saw the number 1; agent reviewed that will always show 1 on the home screen, but when pressing arrow keys they would be able to see the current setting and turn up or down. Agent had patient confirm they didn't have adaptive stim by checking in menu. Patient confirmed they were able to make adjustments on their own and would feel their way around what felt best for them in the future when laying down, etc. The patient was redirected to their he althcare provider to further address the issue if they feel further programming would be beneficial. Patient mentioned they got a letter yesterday in the mail asking what was the cause of the vibration down the leg and what steps were taken. This issue started 'probably' after implant and grew more intense recently. Patient mentioned they were trained after surgery while still heavily medicated, and that made it difficult for them to recall how everything worked. In response to the letter: pt said the cause of the vibration was caused by laying in certain positions. The way they will now remedy the issue is trying to lay in different positions and making adjustments to their stimulation. If this doesn't resolve the issue, patient understood to follow-up through hcp for programming appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient was told to start using therapy 3-4 days after implant. Patient turned it on yesterday and it vibrated down the leg but should be across the back and up the spine. Asked if they told pt to change any groups. Pt said they did not say. On the call patient was on group a. Pt changed to group b and c felt the same vibration. Redirected to healthcare provider. Patient does not have an appointment until the 29th. Also reviewed not to charge on the unhealed wound until hcp confirms pt can start charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they have not gotten an appointment made yet with their hcp. They are laying different to somewhat resolve the issue.